Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the luer-lock connector from the infusion set had loosened. The patient had high blood glucose level with a result of 23 mmol/l. Parents provided unspecified insulin pen injection. No adverse event reported. Return of the suspect device was requested for evaluation.